Event description:
It was reported to bsc/target that during a clinical procedure the physician tried to apply the gdc 10-3d shape coil but then decided to reposition it. The physician carefully pulled the device back inside the micro catheter and felt a slight resistance, which suddenly disappeared. Under fluoroscopy he could see the distal end of the gdc 10-3d shape coil inside the aneurysm, pulled back the pusher wire and remarked that the rest of the coil was torn distal to the detachment zone. He filled the aneurysm with several gdc coils and finished the procedure. One part of the gdc 10-3d shape coil is still hanging in the vertebral artery, but the patient status is ok. Patient will be referred from ICU to neurosurgial ward two days after event date.